Manufacturer narrative:
Follow-up # 1 date of submission 09/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: the display lens was found to have multiple scratches. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the pump screen is very scratched making it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.